Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter's stylet was "stuck" during use and formed a vacuum. The following information was provided by the initial reporter: "we have a complaint that 393202, infusion cannula 22 g blue, (0.9x25mm) bd venflonpro, the stiletto is stuck, the feeling of vacuum forming".

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter's stylet was "stuck" during use and formed a vacuum. The following information was provided by the initial reporter: "we have a complaint that 393202, infusion cannula 22 g blue, (0.9x25mm) bd venflonpro, the stiletto is stuck, the feeling of vacuum forming."